Manufacturer narrative:
The company rep replaced the power supply (part number: (B)(4)) and the batteries (part number: (B)(4)). In an unrelated repair the multiple helium tubing (part number: (B)(4)) was also replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
Prior to an in-service training session, the company rep reported that he iabp had to be placed back into the hospital cart, as the batteries were not charging properly. All was fine, then battery #2 would not charge and all of a sudden the iabp shutdown. The iabp was rebooted without any problem. However, after the iabp was removed from the cart, the iabp would not turn on. No patient was involved.